Event description:
It was reported that the asymptomatic patient presented to the or for device change out. The lead was diagnostically imaged, externalized conductor was observed. Out of range pacing lead impedance was also noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.